Event description:
Caller reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump, provided instructions on putting the pump into storage mode, and advised the caller on the necessary steps for returning the defective pump and handling the replacement. Customer reverted to an alternate method of insulin therapy.